Event description:
It was reported that the inner sheath broke/snapped off into the pt. Delay of 5 minutes. No injury reported to the patient.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.